Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, since device not inspected. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the video system components without any design or manufacturing defects, which could had led to the image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video processor experienced no image and the connector socket was not functioning properly. The issue occurred during a diagnostic esophagogastroduodenoscopy (egd). The procedure was completed with a similar back-up device. There were no reports of patient harm.